Event description:
This is the 3rd case now of an acetabular component that has loosened early, without signs of infection. The implant is the stryker tritanium acetabular shell. There have been some other case reports in the literature noting similar issues. I have pulled my data and have found 506 pts that currently have that implant, and I am in the process of reviewing all of their xrays to look for radiographic signs of loosening. The previous two that I revised had zero bone ingrowth on the implant. Diagnosis or reason for use: hip arthritis.